Event description:
It was reported that a patient sustained a fracture on one finger when it was caught in the gap between the table and cradle of the mr system. The patient was reportedly asleep during the mr scan. When the table was coming out of the magnet bore, her finger became caught in the gap between the table and the cradle, and the patient screamed. There was no report that the patient received an x-ray exam; however, the customer site reported that the patient had a bone fracture at the fingertip. Additionally, the finger was swollen, stiff, and bleeding internally. The patient received medical treatment. Details of the treatment were unknown.

Manufacturer narrative:
A ge field engineer (fe) was dispatched to the customer site and found no evidence of malfunction that caused or contributed to the event. The mr system was designed to comply with iec standards. (B)(4) determined the gap between the table and the cradle to be within acceptable limits. According to the report, the patient was asleep when the pinch occurred. It is reasonable to conclude that the operator did not detect the hazard and prevent the pinch from occurring. The operator manual for the mr system instructs the operator to monitor the patient on all modes of mr operation which can help reduce clinical scanning hazards in the MRI environment.